Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted regarding an incident that occurred at this customer site on (B)(6) 2010. A patient was admitted to the ER and sent to the cath lab based on a positive troponin result of 2.83 ng/ml on the I-stat analyzer. No second I-stat test was performed to verify the elevated result and there was no troponin run on the laboratory analyzer prior to admission. Further test results on the next day ((B)(6) 2010) for troponin on the I-stat as well as the laboratory instrument, beckman access, were negative.